Event description:
Revision of supracondylar nail.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Evaluation summary: according to the medical details the supracondylar nail was revised due to mal-union after an implantation period of more than 2 years. A malfunction or failure of the device was not reported. A review of the device history for the reported lot did not indicate any abnormalities. No non-conformity was identified. No corrective actions are required at this time.

Event description:
Revision of supraconylar nail.